Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation determined the root cause of the error was due to defective bsr hardware. The system displays "no xray, bypass fluoro not possible" to the operator until the system enters "bypass fluoro". "Bypass fluoro" allows the operator to continue or cancel a procedure with limited functionality of the image system. The affected bsr components were exchanged and the problem did not reoccur. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
Exemption number e2017017. (B)(4) USA (importer) is submitting the report on behalf of siemens (B)(4), (manufacturer). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an emergency procedure, the imaging system went down. No radiation was available and image processing was not possible. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.